Manufacturer narrative:
The reported events of unacceptable threshold, high pacing impedance and helix mechanism issue were confirmed. A complete lead was returned in one-piece. X-ray examination found the inner coil was over torqued, consistent with procedural damage. The full helix extension length was measured to be within specification, the helix could be retracted and extended by applying torque directly to the inner coil. Electrical testing found shorting between conductor paths due to over torqued inner coil. Short and continuity test found no anomalies. The cause of the reported events was due to over torqued inner coil and helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented in clinic for a scheduled procedure. It was observed that the right-ventricular (rv) lead exhibited high capture threshold, pacing impedance and the helix didn't retract nor extend. As a resolution the rv lead was not used and a near at hand replacement was used instead on (B)(6) 2024. No patient consequences and the patient was stable.